Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found.

Event description:
It was reported the patient was admitted due to fainting/dizziness with pacing intermittent non-capture. Suspected sudden increase of threshold. The pacemaker paced on t-wave, and sustained vt. The physician had to deliver defibrillation. The lead was capped and the lead and device were replaced. No further patient complications have been reported as a result of this event.